Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted. After securing the lead with the suture sleeve impedance and threshold measurements obtained via the pacing system analyzer (psa) were high. Associated with these observations was loss of capture (loc). Fluoroscopy confirmed that the lead was fractured. It was removed from the body and replaced without incident. No adverse patient effects were reported. The lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.